Event description:
It was reported that a malfunction alarm occurred. It was also reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A manual injection was administered to address bg. The customer reverted to a new pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.